Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient's infusion set fell off during use. The issue occurred with one infusion set used for three days. No further information was available..